Event description:
It was reported that during a lap cholecystectomy procedure, clips from two devices were not staying on the vessel. The two devices were removed and then they would not open outside the pt. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.